Event description:
It was reported that the customer delivered too large of a bolus which resulted in the customer¿s blood glucose (bg) level decreasing to a reading of ¿low¿; however, a specific value was not provided. Additionally, the pump touchscreen was frozen and unresponsive. Reportedly, the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.